Event description:
Pt came in for a follow up and the device would not interrogate. A green flashing light on the programmer wand was received and the more button would flash with interrogation attempts. Troubleshooting was performed and a second programmer was used. No troubleshooting methods were successful. The device was explanted.